Event description:
The hcp reported that the device was explanted after an implant duration of 38 months. No reason was given for the explant. The device was returned to the manufacturer for analysis.